Manufacturer narrative:
Revision occurred after 4 months for acute instability. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 4 months after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to instability. 36 mm centered glenosphere and 36 mm + 3 standard humeral cup explanted. These parts were replaced with a 36 mm centered glenosphere with screw and a 36 mm + 9 stability humeral cup.